Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported via social media that at 04:00am, the patient was found by their dog and husband ¿unaware of being hypoglycemic¿, and unconscious. When a fingerstick was taken the cgm reading was 280 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated with a glucagon injection. No further medication was reported and the patient did not go to the hospital. The patient reported that they had multiple experiences with the dexcom g7 and inaccuracies but reported only 1 event with loss of consciousness and glucagon treatment. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.